Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reverted to storage mode when the ICD's software was updated. The ICD was removed and replaced.